Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2015. According to the surgeon, the patient experienced occasional minor recurring left pre-auricular swelling after surgery, but the devices did not appear to be infected. The patient recently presented to the surgeon with an acute infection and draining sinus tract. On (B)(6) 2019, the surgeon removed the left tmj devices and placed an antibiotic spacer. Tissue samples were taken for microbiological testing, and the results showed growth of pseudomonas aeruginosa, staph capitis, and propionibacterium acnes. The surgeon is considering either placing revision implants or a costochondral graft.

Event description:
The patient's left tmj devices were removed due to infection.